Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for a procedure of tlif. It was reported that when the cage was being inserted, the cage itself fell to the ventral side. The cage was unable to be removed and was remained in patient¿s body. There was a delay of less than 60 minutes occurred as a result of this event. It was mentioned that another cage was used and operation was completed. It was confirmed that there was no revision surgery planned at present to remove the fallen cage. The pre-op diagnosis of the patient was reported as spondylolisthesis on l4/l5. There were no further complications to patient/physician were reported/anticipated.